Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.

Event description:
It was reported access site was acquired via a mild calcified right common femoral artery (rcfa) in order to snare a stent out during an interventional stenting of the rcfa. In order to close the rcfa, the pre-close technique was used via 6f sheath with maximum sheath size upsized to 11f. It was reported both devices were successfully used and achieved hemostasis. There was another sheath above the rcfa access site and an angio shot was taken. It was believed the morphology of the vessel had changed and there was concern it could shut down eventually due to the proglide device; therefore, the decision was made to place a balloon via a prior radial access site to perform angioplasty. Everything look good and patient is doing fine. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.